Manufacturer narrative:
Software investigation on-going.

Event description:
A medtronic rep reported that while in a cranial surgery, the surgeon had difficulties registering with touch-n-go. Touch-n-go passed but was inaccurate by approx 4mm. The surgeon did not want to troubleshoot and was able to finish the case with navigation but without re-registering. The lesion was very large and superficial and the surgeon was able to complete the surgery successfully. There was no impact on the pt outcome.